Event description:
Additional information was received on (B)(6) 2011 when product analysis was completed on the explanted generator. Although the reported allegation of "increased seizures" cannot be evaluated in the product analysis laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2011, clinic notes from a vns treating physician were received through case management. Review of the clinic notes dated (B)(6) 2011 revealed that the patient had twelve seizures on (B)(6) 2011 when helping her grandmother outside. The patient denied missing any medications. The patient checked out with a cold at this time. The patient's settings were output=2.25ma/frequency=25hz/pulse width=500usec/on time=30sec/off time=1.8min/magnet output=2.75ma/magnet frequency=30hz/magnet pulse width=500usec. The patient has an average of 8-10 seizures per month. The physician reported that they are going to simplify her medication regimen and that the patient understands that these changes could result in an increased seizure activity. Review of the clinic notes dated (B)(6) 2011 revealed that the patient's antiepileptic drug levels were low. The patient reported that she had not missed any doses but seemed confused about how to take the tegretol. Clinic notes dated (B)(6) 2011 revealed that the patient had several seizures back to back a few days prior and was transported to the emergency room by ambulance. The patient's settings were output=2.25ma/frequency=25hz/pulse width=500usec/on time=30sec/off time=1.8min/magnet output=2.75ma/magnet frequency=30hz/magnet pulse width=500usec. A system diagnostics test was performed on (B)(6) 2011 which showed output=ok/lead impedance=ok/dcdc=2/eri=no. The physician reported that the patient might possibly have a battery replacement. A battery life calculation was performed which showed 0.42 years until eri=yes. Although surgery is likely, it has not yet occurred. Good faith attempts for additional information from the physician have been to no avail thus far. When additional information is received, it will be reported.

Event description:
Additional information was received on (B)(6), 2011 when an implant card was received from the hospital that revealed the lead impedance was within normal limits after the battery replacement surgery on (B)(6), 2011.

Event description:
Additional information was received on (B)(6) 2011 when it was reported that the vns patient had their battery replaced for prophylactic reasons that day. The manufacturer's consultant reported that the patient had been experiencing an increase in seizures and had 14 seizures on the morning of (B)(6) 2011 while waiting for surgery. The consultant also reported that the patient has been at very high settings. The consultant also reported that the vns patient's neurologist has passed away and she is helping the patient find a new neurologist. The explanted generator was returned to the manufacturer for product analysis on (B)(6) 2011 which has not yet been completed.